Manufacturer narrative:
The instrument was not returned for evaluation, therefore the resources used for the analysis were limited to images of the broken tip and description provided. Per the description, the set screw positioner functioned as intended when tightening the set screw, torqueing out clockwise at 1.5nm with an audible click. However, when the surgeon then attempted to rotate the screw back counterclockwise, the tip broke off. This is possibly due to the handle being designed to limit torque only in the clockwise direction. Torque in the ccw direction would not be limited and if the surgeon rotated with excessive force it is possible the force could be enough to cause the tip to snap off. Additionally, if the diver tip was not fully seated in the screw hole this could have contributed as well. While these factors may have contributed to the reported issue, an exact cause cannot be determined. The complaint is deemed indeterminate. If the part is returned in the future the investigation will be updated. The observed risk level is low, which is within the expected risk.

Event description:
It was reported that when the surgeon final tightened the fuchsia truss¿ clamping set screw, he inserted the set screw positioner, torque limiting, 1.5nm into the set screw, making sure the hex was fully seated in the screw head, and turned the set screw positioner clockwise to the click. Then he decided to open the set screw again to make some more compression in the truss plate and when he turned the set screw positioner counterclockwise the tip of the instrument broke off, staying blocked into the set screw head without possibility to remove it. The surgeon therefore had to finish the surgery with the tip of the instrument into the set screw and consequently into the patient.